Event description:
It was reported that the patient's atrial lead exhibited low pacing impedance, and noise oversensing causing inappropriate mode switch. The left ventricular lead exhibited high pacing impedance and failure to capture. The left ventricular lead was noted to be broken into two pieces due to crush damage. Both leads were capped and replaced on (B)(6) 2024. The patient was in stable condition.